Event description:
Patient's caregiver reported "connect the plug to monitor alerts " when connected. After troubleshooting and power cycling several times, monitor continues with connect the plug alerts. No physical damage to cord. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.